Manufacturer narrative:
No failure was identified regarding the blood glucose level issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 232 mg/dl, which was addressed with a correction bolus. Additionally, the customer awoke in the morning with a headache, and believed that to be the reason the customer's bg level was high. The customer then felt nauseous from the headache and hit his head on the toilet; however, additional medical help was not required. In addition, it was confirmed that the customer had a backup pump available for diabetes management.